Event description:
It was reported to philips that the users of the device reported an ECG equipment malfunction message upon power up. There was no reported patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the processor pca due to the customer's description of the issue for preventative maintenance. One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board.